Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the white foreign material that adhered to air/water cylinder, air/water channel and auxiliary water channel could not be identified. It was unknown whether there was deviation from instruction for use in reprocessing steps for the a/w-cylinder, a/w-channel, and auxiliary water channel. There was no physical damage to the areas where the foreign material resided. Therefore, a definitive root cause could not be established. The instructions for use states the detection method associated with the event in "gif-1100 operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope jet tube, air/water tube and air/water cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; switch1 is damaged; switch2 is damaged; air/water cylinder has foreign objects; grip packing ring (g-pack) is loose; air/water cylinder has no color; suction cylinder has no color; screw stopper is replaced for preventive maintenance; plug unit has a scratch; label on scope connector is damaged; due to a crack on the distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right, left knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; jet tube has foreign objects; air/water tube has foreign objects; distal end cover is deformed; objective lens has a crack; adhesive around objective lens has corrosion; adhesive around light guide lens has corrosion; bending tube is damaged; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has a wrinkle; connecting tube has coating peeling; and due to clogging of jet tube in control unit, water cannot be supplied. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.